Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that the issue did not return and the procedure went well. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer experienced inverted movement on two instruments that were seated on the universal surgical manipulators (usm) 3 and 4. The customer power cycled the system to continue the case. The technical service engineer (tse) viewed the system logs but found no related errors. The tse noted that the 30 degree endoscope was seated on the usm2. The tse advised the customer to check if the issue occurred after rotating the endoscope and if it was advised the customer that the endoscope orientation was the cause of the issue. The customer stated that the issue did not return after the power cycle. The procedure was completed with no reported injury.